Event description:
The consumer reported that the patient had just came home from the hospital and was tired. The patient was in the hospital for a urinary tract infection (uti) and was being treated by their health care provider (hcp). The hcp wanted the patient to follow-up with their primary physician, but they thought it would be a good idea to follow-up with their managing hcp too. The patient¿s caregiver would make the appointment on their own for the patient. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation. No troubleshooting or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# j0455356v, implanted: (B)(6) 2005, product type: lead; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).